Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chose for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The annular dimension of the native valve was 74.8mm and there was severe calcification to allow anchoring the device. At the beginning of the procedure, the physician had high difficulty to cross catheters through the native annulus and they required multiple actions such as changing catheters and guide wires. The initial implant depth of the valve was 0mm and at the end of implantation, the valve was migrated positioning in the ascending aorta with a depth of 4-5mm. After that, the patient had acute aortic regurgitation and the monitor showed blood hypotension and aortic systolic pressure lower than 50mmhg. Saline solution and vasoactive drugs were administered to recover the hemodynamics of the patient. The physician decided to implant a second 27mm navitor valve. The second valve was chosen for implant using a new large flexnav delivery system at the aortic annulus level. The initial implant depth was 3mm and when the physician tried to pull back the delivery system the 2nd navitor valve was migrated at a depth of 3-4mm. The patient still had some hemodynamic alterations and acute aortic regurgitation. According to the patient condition, the cardiac surgery and interventional cardiology team decided to implant a third 29mm navitor valve. The 3rd valve was remained in the expected position according angiogram and transesophageal echocardiography (tee). There was no paravalvular leak and zero transaortic gradient and patient was recovering hemodynamic parameters. The patient was reported stable and recovering in critical care unit (ccu).

Manufacturer narrative:
An event of entanglement with the valve was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The complaint database was reviewed, and no other incidents were found for the lot. Information from the field indicated that when the physician tried to pull back the delivery system, the 2nd navitor valve was migrated at a depth of 3-4mm. It was noted that there was no tension in the delivery system at the time of deployment. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that patient anatomical condition contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 27mm navitor valve was chose for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The annular dimension of the native valve was 74.8mm and there was severe calcification to allow anchoring the device. During procedure, the initial implant depth was 0mm and at the end of implantation, the valve was migrated positioning in the ascending aorta with a depth of 4-5mm. After that, the patient had acute aortic regurgitation and the monitor showed blood hypotension and aortic systolic pressure lower than 50mmhg. Saline solution and vasoactive drugs were administered to recover the hemodynamics of the patient. The physician decided to implant a second 27mm navitor valve. The second valve was chosen for implant using a new large flexnav delivery system at the aortic annulus level. The initial implant depth was 3mm and when the physician tried to pull back the delivery system the 2nd navitor valve was migrated at a depth of 3-4mm. The patient still had some hemodynamic alterations and acute aortic regurgitation. According to the patient condition, the cardiac surgery and interventional cardiology team decided to implant a third 29mm navitor valve. The 3rd valve was remained in the expected position according angiogram and transesophageal echocardiography (tee). There was no paravalvular leak and zero transaortic gradient and patient was recovering hemodynamic parameters. The patient was reported stable and recovering in critical care unit (ccu).